Manufacturer narrative:
The battery will not be returned to the manufacturer for evaluation. The customer tested the battery with another handpiece and the battery did not heat up.

Event description:
It was reported that the battery was getting hot. There was no patient involvement or adverse consequences related to this event.